Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report. B1 incorrect. B3 event date. B5 mso statement and additional event missing. D4 model number incorrect. D6a and d6b incorrect. E4 should have been left blank. H6 code 4641, 4627, and 2993 were reported incorrectly. New codes were added to health effect - impact code and medical device problem code. H6 type of investigation, investigation findings, and investigation conclusions missing. H10: investigation results missing: the investigation of thrombocytopenia and high pressure purge has been completed. The impella device was not returned for evaluation. The root cause of the thrombocytopenia issue was not determined since product was not returned for investigation and insufficient clinical details were provided. Data logs were reviewed. There was a gradual buildup in purge pressure leading to "high purge pressure" and "purge system block" alarms. The purge pressure was resolved by adding tissue plasminogen activator (tpa) to the purge solution. Therefore, as per the data log review, the root cause of the high purge pressure issue was most likely biomaterial.

Event description:
The pump experienced high purge pressure that was resolved with tissue plasminogen activator (tpa) infusion. The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was poor.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported there was an acute spike in ps values, not correlating with bedside ao and abnormally low diastolic flows. Placement verified via echo. Patient has a known rv dysfunction/failure; however, not worsening per echo evaluation so difficulty correlating this anomaly. The patient has been on impella support far beyond the 14 day FDA approval. There was no systemic anticoagulation and the inr elevated. Platelets were found to be critically low. Medical team decided against replacing protek. This is reportable for thrombocytopenia.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was not returned for investigation. Data logs were reviewed and several "impella position unknown" alarms were observed with poor fluctuating trend and spiking placement signals during case run above p-8. The contrast was observed to be variable, but the lamp, light and gain were all stable and in specification of the pump. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B2 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-15912 d10 concomitant medical products and therapy dates updated. E4 erroneously entered as "no." G1 reporting contact email updated.